Event description:
It was reported that the c-arm was shaking during the tomo sweep causing image to unusable, this caused the patient to be re-exposed. It was determined the drag brake needed to be replaced. Once this was done, the system is working as intended.